Event description:
It was reported by end user hosp to japanese distributor that air bubbles were noted in the tubing during the use of custom kit #60690517. There was no pt injury. Samples are to be returned.